Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the cobas dpx assay and the cobas 6800 platform were performing within specifications. No product or algorithm-related issues were identified. For pool 1 (B)(6), invalid results were consistent with the assay design for samples with b19 titers exceeding 1.00e+06 iu/ml. Dilution of these samples was recommended to achieve concentrations below this threshold. For pool 2 (B)(6), the root cause for the initial reactive b19 result could not be conclusively determined. The initial reactive result with a titer of 1.45e+05 iu/ml could not be reproduced, and none of the corresponding minipools exhibited a reactive b19 result. A review of quality control data did not identify any issues related to the reported discrepancies. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant results for b19 testing using the kit cobas 6800/8800 dpx 96t ce-ivd on the cobas 6800 instrument. The allegation involved two distinct pools. Pool 1, identified as (B)(6) (a pool of 30 samples), was tested in batch 4602. No discrepancies were noted within the minipools (pools of 6 samples) tested in batch 4606. However, invalid results for this pool were attributed to a high b19 titer, consistent with the instructions for use (IFU). One minipool was invalidated due to insufficient sample volume, flagged as u06t. Pool 2, identified as (B)(6) (a pool of 30 samples), was also tested in batch 4602. No invalid results were observed in this pool. However, an expected b19-positive minipool (pool of 6 samples), tested in batch 4606, was missing. Follow-up testing of a dilution series for pool 1 in batch 4620 resulted in three invalid results. These were consistent with the assay design for samples with detected b19 titers exceeding 1.00e+06 iu/ml. Dilutions were performed at 1:100, 1:1000, and 1:10000 to achieve concentrations below this threshold.